Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room for low blood glucose of 44 mg/dl. The customer stated that she kept honey under her tongue while at the hospital and left the medical facility with a glucose reading of 144 mg/dl. The customer stated that she was not treated with any medication while staying in the hospital. The customer inquired assistance on how to change settings for the bolus wizard. No further information was provided.